Event description:
The patient was injected in the infraorbital areas and nasolabial folds. The patient allegedly developed swelling, discoloration, inflammation and abscesses. The abscesses were drained and cultured. The patient was treated with antibiotics and steroids.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.